Event description:
The customer reported that she activated the device at 8:00 am with blood glucose of 200 mg/dl. By noon, her bg was 475 mg/dl, so she removed the pod. The adhesive was wet and when she removed the pod, she saw the needle sticking out, but no cannula. Her bg started to decrease a few hrs after a new pod was applied and was back to 158 mg/dl by 9:00 pm.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to retract and the failure of cannula to deploy or to determine any root cause. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."